Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer confirmed that the device was recently exposed to rain. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.